Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, d10, e1, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. White particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "no evidence of intracapsular or extracapsular silicone gel breast implant rupture" to the left side device. Healthcare professional additionally reported left side capsular contracture baker grade IV and "calcified capsular tissue" upon device explant.